Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 3 months post implant of this aortic bioprosthetic valve, the device was replaced due to unknown reasons. No adverse patient effects were reported. Multiple attempts to obtain additional information have been unsuccessful.